Event description:
The customer obtained biased quality control results for glucose and chol. Troubleshooting resolved this issue, and determined this scenario was consistent with a malfunction that could have caused a falsely elevated patient glucose result to be reported. There was no report of patient harm as a result of this event.